Manufacturer narrative:
The customer received remote application assistance from a remote service engineer (rse). The rse provided the part identification and cost of a replacement speaker to the customer. Based on the information available and the testing conducted, the cause of the reported problem was the speaker.

Event description:
The customer reported that the intellivue mx550 patient monitor had a speaker malfunction inop. There was no sound coming from the device. The device was in use on a patient. There was no report of patient or user harm.